Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#: (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed there was no external damage noted. A review of the event history log identified primary audible alarm background (bgnd) test and invalid syringe size alarms. During functional testing was unable to duplicate the errors. The root cause of the issue could not be determined. A corrective and preventative action has been opened to address the reported issue. Replaced speaker for preventive for primary audible alarm bgnd test and size pot for invalid syringe size in history.

Event description:
It was reported that the pump exhibited excessive primary audible post alarm. No patient injury or involvement was reported.